Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The monoblock was cleaned and dried. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that an error message was displaying on the 7900 system. No pt injury was reported.